Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the femoral artery. The 99% stenosed target lesion was located in the superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected and advanced to treat the target lesion for pre-dilation . Upon first inflation at 4 atmospheres, the balloon ruptured. The device was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. : the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).